Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 6.06 cm diameter x 6.07 cm length abdominal aortic aneurysm. The vessel morphology was reported as the proximal aortic neck as 21 mm in diameter, and 25 mm in diameter 30 mm below renal artery at the top of the aneurysm. The procedure went very well and there were no problems or difficulty remarked during the procedure. It was reported after a uncomplicated usual procedure, the final angiogram showed directly a leakage in the area of the ipsilateral limb on the left side. The endoleak/leakage was covered by an additional iliac limb inside the ipsilateral limb and the type iii endoleak was resolved. The physician stated it is a type iii endoleak, fabric. The operative report stated the following. Following placement of the stent graft, well situated under the right renal artery and open internal iliac artery on both sides. Initial type iii endoleak from the stent graft material. It was repaired after being covered twice. No clinical sequelae were reported and the patient is fine. Review of returned angio images at implant revealed that the bifurcate was placed up the left side and deployed just below the renals. The proximal neck flow lumen diameter just below the lowest left renal measured 21mm. The spindle was recaptured above the suprarenal stents and the delivery system was removed. A contra limb was then placed from the flow divider down into the right common iliac artery. The distal end of the ipsi limb (positioned at the bottom of the aaa sac) was then extended; an iliac limb was seen placed into the left/ipsi limb, implanted from the bifurcate flow divider (overlapping the ipsi limb 5cm) and extending down into the left common iliac artery. Ballooning was performed within the entire stent graft system. Angio injection from near the level of the suprarenal stents showed contrast within the aaa coming from near the level of the distal end of the bifurcate ipsi/left limb (below the overlapping junction), and a blush was also seen along the ipsi limb in the distal sac just proximal to where the left limb tracks into the left common iliac. The precise location of the endoleak source and the endoleak type could not be confirmed from t his 2d angio. An additional left limb was then implanted, relining the entire left limb from the flow divider, extending to within 2cm of the distal left limb extension. Ballooning was then performed within the left limbs. With the angio injector placed within the bifurcate aortic body, final angio showed a faint (greatly reduced) level of contrast outside the stent graft near the junction of the ipsi limb and extension. The previously seen contrast/blush outside the ipsi limb in the distal sac was not visible. The exact cause of the endoleak, which appeared to have mostly resolved after re-lining the left limb, could not be determined from the angio images provided. This may have been a type IV blush, but cannot rule out a type iii fabric from the left limb. A type ii endoleak is also possible, and may not have been visible since final angio was injected from within the stent graft. A type iii junction is less likely since there appeared to be 5cm of overlap across the ipsi limb.

Manufacturer narrative:
(B)(4).

Event description:
Further image review conducted by medtronic¿s outside physician consultant is as follows: pre-implant cta¿s; good neck; moderately conical from 23-26mm; approximately 3cm in length; ecstatic iliacs bilaterally with moderate tortuosity: aaa 6.3cm in diameter. Implant cta¿s; primary left e2s deployment with good position on the renal artery; standard deployment; good overlap and extension into iliac arteries; appearance of subtle type IV on final angiogram; bilateral extensions placed. Medtronic¿s outside physician consultant impression is that the endoleak is a type IV endoleak.